Manufacturer narrative:
Additional information was received that the patient will undergo a pocket revision procedure in order to place the ipg to a more comfortable area. It was also noted that the reason for lead revision was lead migration.

Event description:
A report was received that the patient will undergo an ipg translocation and lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had lost stimulation due to lead migration and high impedance. The patient underwent a revision procedure wherein the lead was replaced and the ipg pocket was relocated. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an ipg translocation and lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo an ipg translocation and lead revision procedure for an unknown reason.